Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console, all tests passed. Additional analysis of the error log revealed communication errors between the die stack and the microprocessor. Conclusion: confirmed the reported event, the eeprom was corrupt. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; main pcb (printed circuit board) assembly found out of electrical specification. Analysis also found two case screws were contaminated and the display wires were twisted and pinched (insulation not compromised). (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for repair. No patient complications have been reported as a result of this event.